Event description:
One our u.s. Customers reported that, "the package was not sealed on one side." This was discovered by the customer upon pre-operative inspection. There was no patient involvement, serious injury, or surgical delay related to this event. As per the facility staff, all remaining units of this lot were sealed, with no anomalies.

Manufacturer narrative:
Conmed linvatec received this product for evaluation, and confirmed the reported concern. A visual examination of the packaging found the package not sealed correctly: one side of the package was not sealed, and there was no evidence that the package was ever sealed at the manufacturing site. There are no similar complaints received for this item and lot # combination. Lot 1112155 contains 880 pieces; no additional units remain in stock. To date, no injuries have been reported. This non-conformance was observed by the customer prior to use. The potential always exists for contamination to occur during a surgical procedure. (B)(4) standard/good clinical practice is for medical personnel to inspect all sterile packages for integrity prior to use, which this customer followed. This device was manufactured at our conmed, (B)(4) facility, and an investigation is in process. A follow-up report will be filed when the investigation has been completed.

Manufacturer narrative:
The probable root cause was determined to be related to the urania band sealer, which has an angle detection system that locks the sealer, and returns the detected angled sealed pouch back through the band to the beginning of the sealer. It is presumed that the operator was holding an opened pouch when the angle detection system was activated, and instead of putting the open pouch back on the wip table, the operator put it in the bin for sealed pouches. Corrective actions: replace the current urania band sealer with a gold series senscorp bar sealer, which has better function controls. The manufacturing procedure will be updated to modify the visual inspection made to each pouch seal, implementing a fixture to perform the inspection. The operator will have to place the sealed pouch behind the fixture, and then perform the visual inspection.